Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The articular surface of the liner displayed evidence of adhesive and abrasive wear. Based on the implantation time (approximately 11 years per complaint form) and estimated total linear penetration, the penetration rate was calculated to be 0.04 mm/year. Similar levels of linear penetration have been observed for cross-linked uhmwpe liners after 10 years of use.